Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported. The infusion set cannula has been falling out of the patient's body while he is in bed at night and causing him to wake up with elevated blood glucose levels up to 18 mmol/l; was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation.